Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 08/13/2015. The strip lot # d170221-1 was manufactured on 02/21/2017 and expired on 02/21/2019. Ok biotech received no complaints from same manufacturing batch of strips . We tested the retain strips (lot#d170221-1, same as patient's strips) from our warehouse with our in house meter and control solution. The control solution tests for level low were 59/53 mg/dl; for level high were 232/227 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 200~310 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 after the end user alleged that his prodigy diabetes meter was not reading accurately. The end user was lethargic accompanied with a blood glucose reading of 100 mg/dl. The paramedics were called and upon their arrival a blood glucose test was performed with their meter and the result was 46 mg/dl. The end user was given orange juice, a peanut butter and jelly sandwich along with pizza to assist in stabilizing his blood glucose levels. There was no need to transport the end user to the ER once he received treatment. No additional details were provided in regards to this medical event.